Event description:
It was reported a patient was hospitalized for a week in part due to adverse events related to vns. The patient reported hoarseness, tingling in the neck, and a pounding sensation in the chest with vns stimulation. No other relevant information has been received to date.